Event description:
A malfunction was reported with the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided guidance on resetting the pump, after which the malfunction did not recur. The customer was advised to contact support again if the issue reappears.